Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were in a lot of pain and the issue began probably 48 hours then it grew from there. Patient lost their controller and was working with a supplier (agent asked if they were working with sunmed and agent confirmed) and the controller was going to be sent out. Patient hadn't charged the implant and the implant was 'dead' for a couple weeks. Patient inquired if they needed to see a representative to program the replacement controller and agent reviewed with patient that however many groups/programs would be transferred to the replacement controller and that patient just needed to pair the replacement controller to the implant. Patient stated they felt it when they moved and patient clarified that it was the stimulation but patient wasn't feeling the stimulation now; agent had difficulty following patient during the call. Patient inquired if it was normal when it took the patient a few days before they noticed the stimulation when they first got the implant; agent reviewed information. The patient was redirected to their healthcare provider to further address the issue should the patient not feel relief after charging the implant and turning stimulation on.

Manufacturer narrative:
B3: event date is not known. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.